Manufacturer narrative:
The advia 2120 with daa corrects the wbc count for nucleated red blood cells (nrbcs). However, the customer's procedure is to manually correct the wbc count. This resulted in the wbc being corrected twice. The customer contacted siemens. The customer's system was adjusted to turn off the correction for wbc count. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant white blood cell (wbc) count was reported on multiple patient samples on the advia 2120 with dual aspirate autosampler (daa) since (B)(6) 2013. The discordant results were reported to the respective physicians, who did not question the results. The patient samples were not repeated. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely low wbc result.